Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that in the oncology unit, there were some challenges in assuring the drug/chemo administration was performed in a timely manner. No patient harm was reported.